Manufacturer narrative:
Novocure medical opinion is that the contribution of device use to the patient's anxiety and panic attack, requiring medical intervention, cannot be ruled out. Anxiety is an expected event with optune gio device use (ef-11 0% and 10% ef-14 optune arm) and is a known complication of the underlying disease. Panic attack was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been approximately 48 reports of panic attack in the commercial program to date, 4 were related to device use, only one of which was serious.

Event description:
A 53-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that she experienced anxiety while using the device. On (B)(6) 2025, the patient reported that after resuming therapy on (B)(6) 2025, following a temporary one-month discontinuation, she experienced a severe panic attack. Subsequently, she sought treatment at the emergency room (ER), where she was prescribed anti-anxiety medication. The patient indicated that she did not experience these symptoms when not using the device; however, upon attempting to use it again, she experienced significant anxiety. The available medical records show no prior history of anxiety for this patient. On (B)(6) 2025, the patient reported that she was feeling mentally improved, though she was not yet ready to resume optune gio therapy. Attempts to contact the prescribing physician for further details were made, but no response was received.